Event description:
It was reported that an external blood leak was observed from the deaeration chamber in a prismaflex st60 set. The event occurred during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information were provided.

Manufacturer narrative:
The actual sample was not available; however, a photograph and video were available evaluation. Visual inspection of the provided photographic samples noted blood leakage from the deaeration chamber. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed; therefore, the cause of the condition could not be determined. The manufacturing plant has several control measures in place to help identify failure modes of this nature such as in-process integrity testing of the filter before deposit on support plate, 100% final integrity testing and functional testing on a sampling basis during release controls. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.